Manufacturer narrative:
Device evaluated by MFR: a 10 x 30, 75 cm mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon became pierced. A percutaneous coronary intervention was being performed. A 10.0 x 30, 75cm mustang balloon catheter was inflated but it was noted to be pierced, as liquid was found dripping at the level of the joint. No patient complications were reported.

Event description:
It was reported that the balloon became pierced. A percutaneous coronary intervention was being performed. A 10.0 x 30, 75cm mustang balloon catheter was inflated but it was noted to be pierced, as liquid was found dripping at the level of the joint. No patient complications were reported.